Manufacturer narrative:
It was reported that the patient the experienced incontinence, vaginal pressure, pain, and can not have sex. It was reported that the patient underwent posterior repair with placement of xenoform graft right side, sacral spinous culposuspension on (B)(6) 2008. It was reported that patient underwent mesh removal on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and uphold mesh was implanted.